Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to grasp the stone, the basket became stuck in the open (extended) position and was not able to be retracted back into the catheter. The trapezoid rx lithotripter compatible basket and scope were withdrawn from the patient in tandem, and then the basket device was removed from service. The procedure was eventually completed using another manufacturer's device. No other anomaly or device damage was noted. Additionally, no stones were captured/crushed prior to the alleged issue. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.